Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had an MRI on (B)(6) 2025. The patient's family member reported the ins was turned off or put into MRI mode. The caller indicated that the MRI facility did not use the remote, they could not figure out how to use it or the remote did not work, the caller was not clear on exactly what happened. The caller reported that the patient had required catheterization since (B)(6) 2025, so they thought the therapy was not effective. The patient's family asked the hcp not to attempt to work with the implant but instead get a field rep to check the ins. The caller indicated they contacted a manufacturer representative (rep) yesterday and were told that [another rep] would go to the hcp facility but that person had not followed up. Troubleshooting was not required. The caller was transferred to the national answering service (nas) page a field rep.